Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: infection. Further information from the reporter regarding event, product, or patient details has not been requested as follow up information was not provided. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "strattice reconstructive tissue matrix to maintain nipple projection¿what do patients think?", physician reported "eighteen nipples were reconstructed on 14 patients using strattice. In all of these patients, the matrix had been banked in the groin. The banked strattice had to be removed in one patient following a local infection."